Event description:
A malfunction was reported with the pump, specifically malfunction code 12, and despite efforts to reset, the issue persisted. The impact on the customer's blood glucose level is unknown as the customer declined to answer specific questions regarding levels above 500 mg/dl. Technical support assisted the customer by providing pump reset information and decided to replace the pump. The customer was instructed on using multiple daily injections as a backup therapy and guided on returning the faulty pump in storage mode using a pre-paid label.